Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump and to call back if problem returned, and no further action was needed.